Event description:
It was reported that during an esophagectomy procedure, when closing the jaws onto thick stomach tissue, the device was difficult to close. After firing the device, it was noticed that the staples did not form properly, mainly towards the distal portion of the staple line. The surgeon decided to change the direction of the firing and start down from the angle of his. Again, when fired near the same area, the staples did not form properly. It was noted that the tissue was thick and had been radiated. When attempting to close the device in the neck to complete the anastomosis, it was noticed that it was not compressing the tissue. It was discovered that the anvil of the device was bent up, not allowing the jaws to properly hold the tissue. An ets device was used to complete the anastomosis. The surgeon over sewed the staple line on the stomach to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition. An ecr60g and one ecr60b cartridges reloads were present. The cartridges were received unfired. The device was tested for functionality in the articulated position with the returned cartridges reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. In addition, seven ecr60g fully fired were received. The batch record was reviewed and no anomalies were noted during the manufacturing process.